Event description:
Additional information was provided. An anterior chamber irrigation was performed. The patient experienced difficulty seeing to read and cells were discovered in the anterior chamber. The patient was then treated with steroids but experienced a rise in intraocular pressure. Due to the steroidal response, the medication was stopped. Medication was then administered into the anterior chamber and the cells drastically reduced. The vision improved.

Manufacturer narrative:
Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(4). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(4) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(4) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(4) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(4) market. A corrective and preventive action has been instituted; the investigation is ongoing.

Event description:
Additional information was provided that the patient also experienced corneal edema. Bacteriological testing was not performed. Clinical judgment of the inflammation was considered to be infectious. The symptoms were cured dramatically by injection into the anterior chamber.

Manufacturer narrative:
Product evaluation: : the product was returned for analysis and remains implanted in the eye. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested, but has not been received to date. (B)(4).

Event description:
A doctor reported postoperative endophthalmitis following an intraocular lens (iol) implant procedure. The lens remains in the eye. Additional information was requested.